Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered on with a white display. During this time, the device was unresponsive. A white display is indicative of a device lockup condition. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was initially unable to duplicate or verify the reported white screen issue, but did observe the device to boot up rather slowly. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The reported white screen (lockup) issue was then verified and the cause of this issue was determined to be a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.